Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that hub/collar separation occurred before use.

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the hub separated from device. The following information was provided by the initial reporter, translated from japanese to english: the customer reports that hub/collar separation occurred before use.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA#1277214).